Event description:
The customer reports that these are not sharp enough.

Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.